Event description:
During injection, collagen leaked around hub. Patient was left with hematoma in lip where the pt was being injected. The hematoma was not treated, so event is being reported as a malfunction due to the possiblity that a similar event might lead to an injury.